Manufacturer narrative:
Product ID: 3889-28, lot# va2102e, implanted: (B)(6) 2019, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va2102e, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for urinary dysfunction. It was reported that the patient¿s lead introducer site was red and irritated and they had discharge leaking. They had an appointment on (B)(6) 2019 and it was noted that the left sacral incision wound was opening with small serosanguinous drainage. It was noted the edge of the wound was erythematous and swollen. The patient was placed on bactrim and the wound was swabbed, a culture was sent, and the wound was cleaned with beta-iodine and secured with steri-strips. On (B)(6) 2019, the patient was given keflex and again had the wound cleansed. This issue was noted to be related to the lead implant. The issue was noted to be ongoing. No device issues or further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 3889-28, lot# va2102e, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the issue was resolved without sequelae as of (B)(6) 2019.